Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One heal collar 3.5x4.5, 5mm (hc345) was returned for investigation. Visual evaluation of the as returned products identified some signs of use and damaged threads. Functional testing to recreate the reported event could be performed using in-house implant. Abutment could not thread into implant at all. Patient pre-existing condition, tooth location and placement duration were unknown due to limited information provided by the customer. Device history record (DHR) review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complaint history review by item (hc345) was performed over a one-year period and no complaints related to nonconforming products were identified using keyword 'does not seat'. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not seat) or product (hc345). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier: unknown / not provided. Age and date of birth: unknown / not provided. Patient sex: unknown / not provided. Weight: unknown / not provided. Lot and UDI number: unknown / not provided.

Event description:
It was reported that during second stage of the surgical procedure, the healing abutment does not screw. Another abutment was placed to finish the procedure.